Event description:
On (B) (4) 2009, the lay-user/pt contacted lifescan alleging an "other message" issue with a one touch ping meter. The one touch customer advocate (otca) noted the following: "reading is erased from the meter screen." The pt tests his blood glucose 8-10 times a day. He takes an unk type of insulin via an insulin pump. The pt started using the reported meter about 2 weeks prior to contacting lfs on (B) (4) 2009. The medical surveillance specialist (mss) spoke to the pt on may 7, 2009. The pt could not recall reporting an issue regarding the reading(s) being erased from the meter screen. The pt info the mss that his concern with the reported meter was that it was taking too many steps to go from getting a meter reading to calculating how much insulin to take. The pt stated that it was taking him a total of 57 button pushes to go from a reading to calculating how much insulin to take. It was documented by the otca that as a result of the alleged meter issue, he decreased his dosages of insulin. About 2 weeks after the alleged meter issue began, the pt claimed that he developed symptoms of frustration and dehydration. When the pt spoke to the mss, he was unable to recall decreasing his insulin dosages and developing the reported symptoms. He said it was "too long ago." He could not remember what meter readings he had been getting during the time of concern. The alleged meter issue was not resolved with troubleshooting. The meter was replaced. Based on the info provided, this complaint is being reported due to the alleged unresolved meter issue. There is no evidence however, that the alleged meter issue contributed to a serious injury. The pt's symptoms of frustration and dehydration do not meet lifescan's criteria for a serious injury. He also denied receiving any medical treatment because of the alleged issue. Based on the provided info at this time, it is unclear how the alleged issue of pressing too many buttons before administering insulin can lead to the pt's symptoms since the issue does not affect the ability to test. However, this complaint is being reported due to the following conclusion: the pt initially reported that the meter's reading(s) was being erased from the screen and therefore, he decreased his insulin dosage(s) and then afterwards, he developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.